Manufacturer narrative:
The implant date for the artificial urinary sphincter (aus) is an approximate date. The source document indicated that the aus was implanted approximately six years ago in 2012.

Event description:
It was reported that the patient was previously implanted approximately six years ago with a men's sling and recently underwent an artificial urinary sphincter (aus) implant. The reason for the aus implant was unspecified. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.